Event description:
It was reported that a female patient underwent a idiopathic ventricular tachycardia (idvt) ablation procedure with an ablation catheter. The patient suffered cardiac tamponade. It was reported by the caller, clinical account specialist, that the carto 3 system displayed error 105: magnetic sensor error when the catheter was connected to the patient interface unit. To troubleshoot the cable was replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. The medical team also reported an adverse event, however, they noted that the deficient catheter was immediately discovered and replaced at the start of the procedure. The first catheter was uninvolved with the adverse event. Patient suffered a pericardial effusion. The patient was feeling unwell, they looked with the intracardiac echocardiography (ice) catheter and saw an effusion that wasn't present at baseline. Also, the patient was experiencing chest pain. An external echo team was brought in and confirmed the effusion. Pericardiocentesis was performed( amount of fluid is unknown per clinical account specialist ). This was discovered during use of biosense products and the physician¿s opinion the cause of this event was the procedure. Patient¿s outcome is improved but the patient did require extended hospital stay. No transseptal puncture was performed. The effusion was found after some ablation was performed during the ablation stage. No evidence of steam pop. Flow setting was high flow standard for stsf ¿ 8ml. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. A sensor error 105 was seen at the start of the case, that ablation catheter was then replaced and no further errors were noted. Force visualization features used were dashboard, vector, visitag. Parameters for stability on visitag were 2mm, 3seconds, 3grams, size 2 tags. Respiratory gated additional filter was used. Color options used were time. Generator: smart ablate generator g4c-4556-a. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).